Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed using lot 89184un16 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 89184un16, was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The customer provided the following data (customer provided range 0-000-0.034): on (B)(6) 2017: (B)(6): initial result 0.043, retest result 0.028 . On (B)(6) 2017: (B)(6): new specimen: initial result 0.050, retest result 0.024. There has been no adverse impact to patient management reported.